Event description:
It was reported that while using the device the pressure drops. Event occurred before patient use, during testing. There was no patient involvement, and no patient harmed reported.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H6: evaluation codes updated. One device was received for investigation. The device was visually inspected and functionally tested. The reported complaint was confirmed. The cause is a leak from the demand detector. The product was not repaired and returned to the customer. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.